Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no visible moisture observed in the display lens. There were unexplained pump reboots observed in the black box. No damage was found to the returned battery cap or the battery compartment and the returned battery cap was able to fully attach to the pump. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24hrs with no pump reboots duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump passed the leak test. The pump¿s cover was removed and there was no evidence of internal moisture or damage noted internally. The power complaint was verified in the history but was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 284 mg/dl with vomiting, nausea and moderate ketones associated with a power issue. Reportedly, the patient discontinued the insulin pump and received phone advice regarding treatment from their healthcare provider. It was reported that there was moisture behind the display lens and the pump was without power. The reporter stated that there were recent changes made to the patient's basal rate and bolus settings by their healthcare provider. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a power issue.